Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. Placeholder.

Event description:
The patient was diagnosed with degenerative disc disease and underwent a total disc replacement with prodisc-l at l5-s1 on (B)(6) 2013. During a routine follow-up x-ray, the surgeon discovered the inferior plate was too far back into the spinal canal. On october 31, 2013, the surgeon explanted the whole construct, cleaned the two end plates and re-implanted them. The 10 mm poly was replaced with a 12 mm poly. The surgeon felt that the 12 mm poly would be a better fit. This is 2 of 3 reports for complaint #(B)(4).